Event description:
A us distributor reported a monitor failed to fire pulses.

Manufacturer narrative:
Device evaluation of monitor is underway. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to a defective pca jumper j1000. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.